Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2019-02329 1.section h: box 6. Device code 1 & device code 2 results: the bulb was fractured on the sepd distal tip. The core wire and wrapping wire were intact. Conclusions: evaluation of the returned sepd confirmed a fractured bulb. If the device is repeatedly manipulated against tough clot burden, the device may fatigue. Subsequently, if the device is retracted against resistance, the bulb may become fractured. The catd used in the procedure was reported to have been ovalized. This damage may have contributed to the resistance experienced during the procedure. However, the catd was not returned for evaluation; therefore, the damage on the catd could not be confirmed. Penumbra separators are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-02328.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-02328.

Event description:
The patient was undergoing a thrombectomy procedure in the subclavian vein using an indigo system catd aspiration catheter (catd), an indigo system separator d (sepd) and a non-penumbra sheath. During the procedure, while advancing the catd over a guidewire using a 6f dilator, the physician experienced resistance approximately 20 centimeters into the patient. While making a pass using the sepd and the same catd, the physician experienced resistance while advancing the sepd in and out of the catd for several cycles. Consequently, the distal bulb of the sepd broke off and remained in the thrombus of the vein. Therefore, the physician removed the sepd and used the catd to aspirate and remove the broken sepd bulb. It was also reported after the procedure, the physician suspected that catd distal tip became ovalized due to the patient¿s narrow spot in vein. The procedure was then completed by administering tissue plasminogen activator (tpa) drip overnight. There was no report of an adverse effect to the patient.